Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 24 mg/dl. The low bg caused the customer to fall and lose consciousness. The paramedics treated the customer with intravenous insulin and then food. The customer was treated at home and was not transported to the hospital. The customer did not know what caused the low bg. The customer declined tandem technical support's offer to troubleshoot and was to discuss the event with a healthcare provider.